Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while performing a repair, the cs300 intra-aortic balloon pump (iabp) units empty switch on bimba had gone bad. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
The fse that encountered the issue stated that the unit wouldn't autofill because the empty switch on the bimba stopped working. The fse replaced the bimba assembly. The fse performed full functional and safety tests which all passed. The iabp was returned to the customer and cleared for clinical use.